Event description:
Per the audiologist, the patient reported pain while using the cochlear implant system. A CT scan done in 2007 showed that seven electrodes were outside of the cochlea. The patient's performance reportedly deteriorated when only the intra-cochlear electrodes were included in the sound processor program. Explantation/reimplantation surgery is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report.